Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient's weight was updated. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a loss of stimulation and was feeling like the stimulation lessened. This occurred maybe a week and a half ago. The stimulator was at 9.6 and they weren't feeling it on the right side and barely on the left side. The patient's migraines were coming back really strong as well. They noticed they had been having to charge less frequently and stated that they normally used 3 quarters of their battery per day but they only had to charge once during the past week. They thought something was wrong but none of their equipment was working incorrectly. Additional information received from the patient on (B)(6) 2019. It was reported that the patient thought the cause of the stimulation issue was due to "dead electrodes". The issue was resolved. No further complications reported.